Manufacturer narrative:
Final analysis found the setscrew was blocking lead insertion into the ventricular port.

Event description:
It was reported that the pulse generator would not accept the lead in the ventricular port. The device was not used and new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.